Event description:
Report received of suspected itb overdose, pump refilled in 2003. Patient became progressively lethargic and was taken to the nearest hospital 3 days later. Patient intubated due to respiratory depression and admitted to ICU. Patient also had increased motor tone-no hypotonia. Follow up with hcp revealed the patient had in error received the refill of the pump in the pump pocket rather than the reservoir of the pump. At refill hcp had aspirated 13 ml (expected residual 2 ml) from what was believed to be the pump reservoir. Without moving the needle hcp injected the pump fill of 18 ml baclofen 2000 mcg per ml. Patient became progressively lethargic and experienced severe systemic symptoms but no relief of spasticity. Patient was admitted to ICU and treated for overdose symptoms of respiratory depression and diminshed consciousness. Patient's pump was accessed and found to have -2 ml- consistent with expected residual at time of refill confirming fact that the medication was administered into the pocket. Trouble shooting of the system revealed a catheter disconnect. Catheter has been repaired. Patient is doing well.